Manufacturer narrative:
This report is being supplemented to provide additional information in sections b5, d10, g4,g7, h2, h3, h6 and h10. The device was returned to olympus for evaluation. The user facility report was confirmed. It was determined that the device had a faulty main board. Following part replacement of the main board the device passed all functional testing. The unit will be serviced and returned to the user facility.

Event description:
This report is being supplemented with new information provided from the user facility and device received for evaluation. The user facility reported that the event occurred before a procedure and the event did not cause any injury or delay in a procedure. Additionally, it was reported that there was no medical intervention. The procedure was completed with a different device and no other devices needed to be replaced.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It was presumed from the phenomenon that the pressure sensor mounted on the main substrate was failing. The degree of sealing was insufficient and the cause of the failure of the pressure sensor mounted on the main board presumed to be due to the oxygen entered the equipment and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. The foreign matter (epoxy) had adhered to the mismounting of the component, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned to olympus for analysis. The user facility was advised to return the device for analysis. Olympus has made multiple attempts to follow up on additional information related to this report and the device return but to date no response has been received from the user facility. If the device is returned at a later date, a summary of the investigation results will be provided in a supplemental report.

Event description:
The user facility reported that the device emits a continuous alarm as soon as it is powered on. There was no report of patient involvement or patient harm. Olympus has made multiple attempts to gather additional information related to this report but to date no response has been received from the user facility.